Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experienced hyperglycemia with blood glucose of 415 mg/dl. Customer alleged that the insulin pump was under delivering due to high blood glucose level. The customer did not experienced any symptoms such as a result of high blood glucose. Customer was treated with manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.